Manufacturer narrative:
Results: the pet lock was broken on the proximal end of the pusher assembly. The pusher assembly was fractured approximately 30.0 cm from the proximal end. The distal portion of the fractured pusher assembly was inside the non-penumbra microcatheter. The embolization coil was detached from the pusher assembly. Conclusions: evaluation of the returned smart coil revealed that the pusher assembly was fractured. If the pusher assembly becomes kinked while being manipulated during use and is subsequently retracted against resistance, damage such as a fracture may occur. Further evaluation of the smart coil revealed that the pet lock was broken on the proximal end of the pusher assembly and pull wire was completely retracted. The broken pet lock with the retracted pull wire and the separation of the two fractured pusher assembly segments allowed the pull wire to be completely retracted out of the distal detachment tip (ddt). Retracting the pull wire out of the ddt will allow to the coil to effectively detach from its pusher assembly. There was no visible damage to the non-penumbra microcatheter. The fractured pusher assembly was removed and a stainless steel mandrel was advanced through the microcatheter without an issue. The smart coil embolization coil was not returned to penumbra for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician successfully advanced a smart coil using a non-penumbra microcatheter. The physician then felt resistance while retracting to reposition the smart coil and, consequently, the pusher assembly of the smart coil broke, causing the embolization coil to unintentionally detach. The physician, therefore, removed the microcatheter with the smart coil inside, and completed the procedure using a new microcatheter, a new smart coil, and additional coils. There was no report of an adverse effect to the patient.